Event description:
It was reported that during the procedure when passing through the catheter, the guidewire disassembled. The procedure was completed with another device, and no patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Imdrf device code a0401 and a0501 captures the reportable event of core wire broken and sleeve detached.